Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the switch button on the device was non-functional. Another device was used to complete the procedure. There was no patient consequence.